Event description:
Caller reported cartridge alarm 20 occurring at least three times. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Customer experienced the issue during pumping and confirmed consecutive cartridge alarms. Technical support decided to replace the pump.